Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug remained attached to the exoseal vcd device. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was felt during advancement. The sheath was not kinked or bent. The vascular sheath introducer was properly retracted and locked into the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the indicator window turned solid black during retraction. There were no issues with the deployment lever, and the plug remained in the shaft of the device. The deployment button was fully pressed and aligned with the handle. The device was not deployed outside the patient¿s body. The storage and preparation of the exoseal vcd followed the instructions for use (IFU). The target femoral site had not been previously closed with another device or manual compression within 30 days of the procedure. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a 5f exoseal vascular closure device (vcd) could not be deployed. After removal from the patient, the plug remained attached to the exoseal vcd device. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was felt during advancement. The sheath was not kinked or bent. The vascular sheath introducer was properly retracted and locked into the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the indicator window turned solid black during retraction. There were no issues with the deployment lever, and the plug remained in the shaft of the device. The deployment button was fully pressed and aligned with the handle. The device was not deployed outside the patient¿s body. The storage and preparation of the exoseal vcd followed the instructions for use (IFU). The target femoral site had not been previously closed with another device or manual compression within 30 days of the procedure. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the plug was not returned for this evaluation. Additionally, the deployment lever was fully depressed, to verify its functionality. During this additional analysis no abnormalities were observed. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and the result obtained was within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed, the indicator window in full transition, the indicator wire retracted, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the even reported. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.